Event description:
Initial troponin value of 1.05 reported to physician. Physician began treating pt with nitro for acute mi. Upon repeating troponin, correction called to physician for the troponin. Troponin repeat was 0.04. New sample collected and troponin was 0.01. Beckman has a history of troponin issues and with unrepeatable fliers.